Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. No adverse event reported. Return of the suspect device was requested for evaluation.